Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac tamponade could not be determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 9680001-2017-00027; 2182269-2017-00054. Following an atrial fibrillation ablation procedure a cardiac tamponade occurred. After the procedure, the patient became bradycardic which required a temporary pacemaker. An echocardiogram was performed but no pericardial effusion was noted. The patient left the lab in stable condition. A few hours post procedure, a cardiac tamponade was diagnosed via echocardiogram and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.